Event description:
Rn attempted to peel off paper backing off of adhesive perforated foam from total contact cast kit. Paper backing was sticking to foam and was not easily removable. A second total contact cast kit had to be opened in order to get a new adhesive perforated foam.